Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds with intermittent capture, noise, decaying r wave and multiple oversensing episodes. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds with intermittent capture, noise, and multiple oversensing episodes. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.